Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00885, 3005168196-2021-00887.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils, pod coils, and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil in the lantern, the physician experienced resistance and the ruby coil became stuck. Therefore, the physician decided to retract the ruby coil. When retracting the ruby coil, the ruby coil unintentionally detached inside the microcatheter. Therefore, the lantern containing the ruby coil was removed. The physician then attempted to advance a pod coil through the same lantern but experienced resistance and bent the pusher assembly. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and new lantern. There was no report of an adverse effect to the patient.